Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had foreign material in the instrument channel tube. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and corrections to fields e1, g2, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. Olympus presumed that the foreign material was possibly not removed since the reprocessing was not conducted properly, due to leakage of glue at the distal end. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in operation manual chapter 3 preparation and inspection. IFU states that preventive measure in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.